Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle), and a non-penumbra microcatheter. During the procedure, the physician placed and detached two smart coils in the target location using the first handle. The physician then advanced another smart coil into the target location and made multiple attempts to detach it using the first handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. Subsequently, the physician advanced another smart coil and attempted to detach it using a second handle but had difficulty detaching. The physician then used his fingers to manually detach the coil and successfully implanted the smart coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was not detached from the pusher assembly. The embolization coil was intact with its pusher assembly. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, the pull wire was fractured off, and the embolization coil had offset coil winds. The pet lock separated on the proximal end of the pusher assembly likely occurred during the attempt to detach the embolization coil using the handle, during the procedure. The root cause of the fractured pull wire could not be determined. The offset coil wind on the proximal end of the embolization coil may have occurred due to manipulation against resistance during the detachment attempts. Based on the returned condition, the smart coil could not be functionally tested. Further evaluation revealed pusher assembly kinks. This damage was incidental to the reported complaint and likely occurred while packaging the device for return. Evaluation of the returned handle revealed a functional device. During the functional test, the handle was tested on the handle fixture and passed within specifications. The returned handle was able to detach a demonstration smart coil without an issue. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02523, 3005168196-2021-02524, 3005168196-2021-02525.